Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for eval, and this complaint is still under investigation.